Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user describes a continuous decrease of hearing performance. A follow-up appointment to check the implant is scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information: based on the received information, the observed decrease of hearing performance seems to be related to the increase of ground path impedance over time, which is very likely caused by bone growth around the reference electrode contacts. Further, pain at the implant site after MRI has been reported, which is a possible effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner, pressure exerted by the head bandage and sensitivity of the user. However, ent doctor confirmed that the implant did not move and pain can also be experienced because of the reference electrode being embedded in bone. Furthermore, according to in situ measurements, one channel was deactivated due to non-auditory sensation i.e. Facial nerve stimulation, which might have contributed to the reported decrease of benefit.

Event description:
The user described a continuous decrease of hearing performance over time. Also, the user underwent an MRI in (B)(6)2017 and since then has experienced a recurrent pain in the implant region. The recipient said that the hearing performance decreased a little bit also prior to MRI. The ent doctor could not determine a displacement or loosening _ on either side. No information about further steps for the user has been received.